Event description:
It was reported that the patient presented for remote follow -up via merlin.net. A device interrogation revealed high defibrillation impedance exhibited by the right ventricular lead. Subsequent programming interventions were attempted. However, the right ventricular coil impedance was still elevated. No further interventions were reported. The patient was stable.